Event description:
While drilling hole in glenoid, the drill bit broke. Broken part left in pt.

Manufacturer narrative:
Lot number not supplied. Without a lot number, the date of manufacture cannot be determined. Product is not being returned. The most likely cause of the breakage is a combination of the small diameter of the drill bit and the loads it is subjected to during the surgery. This is the final report.